Event description:
The customer reported 4 false positive results for the rsv and flu b target on the alinity m resp-4-plex amp kit. For the flu b result, the amplification showed no signs of anomaly. For the rsv result, the amplification appeared flat and non-sigmoidal, but the instrument interpretation was deemed as "detected". Sample ID (sid) completed date cycle threshold (CT) (B)(6). (B)(6) 2025. 32.29. (B)(6). (B)(6) 2025. 40.35. (B)(6). (B)(6) 2025. 41.78. (B)(6). (B)(6)2025. 41.33. The samples were not retested. There's been no impact to patient management other than delays in result response time.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00455 (B)(6) 2025. 3005248192-2025-00456 (B)(6) 2025. 3005248192-2025-00457 (B)(6) 2025. 3005248192-2025-00458 (B)(6) 2025.

Manufacturer narrative:
Investigation is summarized as follows: customer data review: for the flu b result, the amplification showed no signs of anomaly. For the rsv result, the amplification appeared flat and non-sigmoidal, but the instrument interpretation was deemed as "detected". Retain/file sample review: the lot 417998 was tested. The quality control (qc) testing for alinity m resp-4-plex amp kit list 09n79-090 lot 417998 met all validity criteria and acceptance criteria for all four analytes. The disposition is pass. The lot passed. Quality data review: device history record / batch record review: the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including component lots) were reviewed to identify if there were any issues related to the reported complaint. No issues or records related to the reported complaint were found that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 417998 and 4179981 were searched. The investigation was expanded to include the base list part number. A part specific keyword search report was performed for part 9n79 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The CAPA review did not identify a product deficiency. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 417998. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 was not identified.